Event description:
Customer reported via phone, his doctor informed him the insulin pump was not working. Customer stated the insulin pump was pushing insulin out, change site, and it pushed out again. Customer stated he woke up with high blood glucose and was taken to the hospital. Customer's blood glucose was 389 mg/dl and current was 271 mg/dl. Symptoms he was throwing up. Customer's blood glucose was 515 mg/dl at the time he was hospitalized. Customer stayed overnight until blood glucose was stable and was released. Troubleshooting was performed on the device and it was found customer didn't have tubing clamp to perform high pressure test. Tubing clamp was set to the customer. He called back on (B)(6) 2015 to perform high pressure test and the device passed. Customer was advised to do a complete set change, monitor the device, and the call if issue persisted. The device is not being returned to perform further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.